Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to have the instructional led's extinguished. This fault was attributed to a fractured solder joint on the connector pin of the membrane pcba. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly, which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Event description:
The distributor contacted heartsine to report that their customer's device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly, which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.